Event description:
The customer reported, "the nurse observed the pump continuing to pull from the primary bag despite the pump being at pt height and using 2 hangers to drop the primary. This caused somewhat of a bolus of the primary fluid to the pediatric pt. There was no adverse reaction reported." The primary infusion was ns with 1:1 heparin concentration. The secondary was zosyn. The pt unintentionally received 250 ml of the primary fluid over a 1-3 hour period and was closely observed for the possibility of increased bleeding; none was reported. No further pt/event info was provided.

Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for eval.